Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited oversensing and mirror image noise due to the two silicone leads. The noise was reproduced when the patient was in the 'hug' position. The rv lead further exhibited a lead integrity warning with three non-sustained ventricular tachycardia episodes and three hundred and eighty five short v-v intervals. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.